Event description:
It was further reported that the patient was undergoing a percutaneous transhepatic biliary drainage procedure. The biliary tract was 79% stenosed. Pre-dilation was performed with a mustang balloon. Approximately 2cm of the stent was exposed out of the sheath and deployed. Both the stent and the delivery system were removed with a snare.

Event description:
It was reported that during a stenting treatment procedure, stent partial deployment occurred. The target lesion was located in the biliary tract. The 10x59mm sentinol biliary stent was positioned in the lesion. When the stent was approximately 30% deployed, the physician was unable to deploy any further. The stent was removed with a snare and the procedure was completed with another sentinol stent. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Describe event or problem: additional information. Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: examination of the returned device revealed no damage. The toughy was closed and the interior hub completely pushed down. The device appeared to have correct inner and outer assembly. The stent was fully expanded off the delivery system and appeared undamaged. The delivery system components functioned without any issues when the interior hub was activated. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).